Event description:
Patient was placed in the mayfield head piece with pins and flipped over onto the bumpy jackson or table with the levo cervical equipment. On the initial flip the patient was positioned prone and as the arms were getting tucked at the patient's side, the crna noticed that the head placement had shifted significantly. On assessment the patient had a laceration from the head pin and was flipped over onto the stretcher and the approximately 2 inch laceration was irrigated with normal saline and closed with skin staples. Both the defective mayfield and head pins were tagged and given to management. Patient was placed in a new mayfield headrest with pins and flipped onto the bumpy jackson for prone positioning. No issues noted.